Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. Several photos were returned and showed the customers indicated failure of a cracked tube. After evaluation of the photos, it appears to show a defect resulting from an impact after it was molded. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5154669. Conclusion: without actual sample, an absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that blood leaked from bottom of a 2ml, 13mm x 75mm bd vacutainer® k2edta tube. No serious injury, blood to mucous membrane exposure or medical intervention was reported.